Manufacturer narrative:
Ocd qa performed retain testing to confirm reactivity of the k antigen. Satisfactory results were observed. The pt's sample was returned to ocd for further eval. The sample did not react with cell I of lot vs123, weak reactivity (0.5+) was observed with cell ii. Additional kell positive cells were tested with vs123 and expected results were observed.